Event description:
The pt experienced a shocking or jolting sensation 'with movement in her feet'. The symptoms began the morning of the report; there was no known accident or incident related to the adverse event. The hcp was unable to adjust the stimulation due to telemetry issues. Moving the pt to a different location to eliminate possible electromagnetic interference did not resolve the telemetry problem. The implantable neurostimulator was not able to read with 2 different physician programmers or 2 different pt programmers. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.